Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2uqs5 implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-jun-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having problems with the device. The patient reported that their baseline symptoms returned / lost therapy benefit. Patient said they were at the doctor's office yesterday and they thought the device worked but the doctor thought a wire might have moved and had the patient get an x-ray. The patient was redirected to their healthcare provider to further address the issue.